Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the patient's trend data was not being recorded on a 980 ventilator. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.